Event description:
Pt obtained a blood glucose result of 700 mg/dl (device's numeric reading range is 10 mg/dl - 600 mg/dl), while using the suspect device. Reporter stated that pt was immediately retested using the suspect device, and obtained a result of 104 mg/dl. Pt stated that, the following day, pt's blood glucose was repeatedly tested with results of - 700 mg/dl and 125 mg/dl. Reporter stated that pt was not treated based these values. No pt injury was reported. While on the line with technical support, reporter attempted to check the device's memory (to see if values > 600 mg/dl were captured) and found that the memory button had captured) and found that the memory button had loosened and was inoperable. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.